Manufacturer narrative:
As reported, the advancer tube was not present upon shuttling down the 5f mynxgrip vascular closure device (vcd). There was no reported patient injury. The user was certified on the use of the mynx. The mynx device was used in an interventional radiology procedure. The radio embolization (y90) procedure used femoral access and a retrograde approach. The mynx vcd was prepped according to the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. A 5f sheath was used alongside the mynx. The user shuttled down completely and there was no significant resistance when shuttling down. There was no excess force applied when retracting the sheath. There was no visible damage in the distal end of the sheath after removal. Hemostasis was achieved with fifteen minutes of manual pressure. The device was not returned for analysis as it was not saved by the customer. The product history record (phr) review of lot f1831803 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy-advancer tube¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure to deploy event reported could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issues. However, it could be related to procedural/handling factors. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Based on the product history record review and the information available, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
As reported, the advancer tube was not present upon shuttling down the 5f mynx vascular closure device (vcd). There was no reported patient injury. The user was certified on the use of the mynx. The mynx device was used in an interventional radiology procedure. The radio embolization (y90) procedure used femoral access and a retrograde approach. The mynx vcd was prepped according to the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. A 5f sheath was used alongside the mynx. The user shuttled down completely and there was no significant resistance when shuttling down. There was no excess force applied when retracting the sheath. There was no visible damage in the distal end of the sheath after removal. Hemostasis was achieved with fifteen minutes of manual pressure. The device will not be returned for evaluation as it was not saved by the customer.